Event description:
It was reported that possible, unspecified, abnormal cardiac resynchronization therapy defibrillator (crt-d) function was noted on a n electrocardiogram (EKG). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 3143 transcatheter valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.